Manufacturer narrative:
(B)(4).

Event description:
It was reported that an artery dissection occurred. A 1.50mm rotalink plus was used to treat an unspecified target lesion. During preparation, it was noted that the motor unit was defective. It was further noted that a saline leak was present causing a drop in pressure. Furthermore, dissection of artery was reported.

Manufacturer narrative:
Device evaluated by MFR, evaluation summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: investigation closed. The device was returned for analysis. It was observed that the device was returned with the advancer connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. A tug test was attempted to examine the integrity of the connection, no issues were noted. The device was wet tested and saline was successfully administrated to the device and a leak was not observed. The saline infusion tracked the whole length of the sheath and was expelled around the burr. The complaint rotablator system was unable to reach optimum speed (175k +/- 2k rpm) and the device stalled. The device was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
It was reported that an artery dissection occurred. A 1.50mm rotalink plus was used to treat an unspecified target lesion. During preparation, it was noted that the motor unit was defective. It was further noted that a saline leak was present causing a drop in pressure. Furthermore, dissection of artery was reported.